Event description:
The pump was sent to the hospital bio-med department from spd with a note on it stating "shut off by itself twice". Although attempts were made to gather additional information it is not known if the pump was being used at the time of the reported event, if any medical intervention was needed, or what area of the hospital the pump was being used in. No additional details are available.